Manufacturer narrative:
Per the biomed, a patient was on a v60 vent when the patient pulled the mask off and later died. The biomedical engineer tested the unit and no problem was found. The director of cardio pulmonary said that the unit did not contributed to the patient death. She stated that there's nothing wrong with the unit.

Event description:
The customer reported that the patient expired. The patient died.